Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the reading from 2 cartridge measurem ent values were too different. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B3: event date is not known.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that no liquid or electronic (acttrac or heptrac) controls were used. Basic inspection, such as cleaning, is carried out regularly. No error code associated with this issue was observed. The customer stated that control values were obtained, however, since the two control values were too far apart, they were not used. The customer stated that the values of the two cartridges at the time of act measurement were too different, and many measurements were performed, but there was no improvement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.